Event description:
When we attempted to deploy the last coil, it wasn't letting go of the detached wire. Because of this, doctor attempted to slowly re-sheath the coil to remove it and get a new coil. It was at this time that the coil finally detached, however it was no longer where it needed to be. To avoid embolizing the entire right kidney, a snare was then used to grasp the faulty coil for removal. This appeared to work, but the tip of the coil appeared to be hanging on by a thread and it wasn't clear how well of a grip we had on the coil. Dr. Very carefully, and under live fluoro, removed the catheter, snare, and coil all together.